Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with fortum and vancomycin (1gm, frequency and route of administration not reported) for peritonitis. The patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): it was reported the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.